Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis, and further information will follow once the analysis has been completed.

Event description:
The customer stated that she lost consciousness and was hospitalized due to a blood glucose reading of 18 mg/dl. The customer stated that the buttons on the insulin pump were unresponsive. The customer stated that prior to the event, she was trying to give herself a bolus and the numbers were scrolling up on the screen without her touching any buttons. Nothing further was reported.